Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the footplate lever of the proglide device was closed with visual confirmation, and the device was removed from the anatomy. It was noticed, during removal, that the foot was partially open and the suture was tangled with the foot. The suture, after device removal, was outside the artery and able to be used for closure; however, it was noted the vessel wall was damaged by the open foot. A pseudoaneurysm and hematoma were also seen. Preclose was abandoned and a cut down was performed due to complications and bleeding. The vessel was clamped to remove the hematoma. The sheath was upsized to 20f and the evar procedure was completed. In an attempt to use the suture to assist in closure, the white (non-rail) suture limb was mistakenly pulled to tighten the suture. Surgical suturing was used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged due to the device.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot could not be confirmed as the foot functioned as expected. The reported failure to advance the knot and tangled suture could not be replicated in a testing environment as it resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that, in an attempt to use the suture for closure, the white (non-rail) suture limb was mistakenly pulled. It should be noted that the proglide instructions for use, states: to prevent knot advancement or locking of the knot, care must be taken not to pull on the individual suture limbs until the clamp is securely holding the two limbs together. The reported difficulties retracting the foot and tangled suture appear to be related to an interaction with the foot and suture. The reported failure to advance the knot appears to be related to the non-rail suture limb inadvertently pulled contributing to a knot lock. Based on the information provided, it appears the foot was caught on the suture during device removal and the suture was subsequently pulled; however, was successfully harvested. During attempt to use the suture for closure, the white (non-rail) suture limb was mistakenly pulled, and the knot could not be advanced to the vessel wall indicating the knot was locked. The reported patient effects of tissue damage (vascular injury), hematoma, hemorrhage and pseudoaneurysm are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. The reported patient effects of tissue damage (vascular injury), hematoma, hemorrhage and pseudoaneurysm are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.b5: describe event or problem. D10: concomitant product - proglide x1 removed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the footplate lever for one of the proglide devices was closed with visual confirmation, and the device was removed from the anatomy. It was noticed the foot was partially open, yet the suture was outside the artery for use. The suture was successfully harvested, the sheath was upsized to 20f, and the evar procedure was completed. In an attempt to use the suture for closure, the white (non-rail) suture limb was mistakenly pulled. The knot could not be advanced to the vessel wall. The vessel was still bleeding. A surgical cutdown was performed. No additional information was provided.